Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  Please reference the following related manufacturer report no: 2015691-2018-04144 edwards commander delivery system lot number 61460011. 2015691-2018-04145 edwards commander delivery system lot number 61460012. 2015691-2018-04146 edwards sapien 3 transcatheter valve serial number (B)(4). Edwards sapien 3 transcatheter valve serial number (B)(4). 2015691-2018-04148 edwards esheath introducer set lot number 61409034.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The cause of the embolization could not be determined; however, the challenging patient anatomy and device manipulation likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  (B)(4). Investigation is underway.

Event description:
As reported by the field clinical specialist, during the off-label implantation of a 29mm sapien 3 valve (s3) in the mitral position for mr via transvenous approach, difficulties were encountered tracking the valve to the native mitral annulus and the first valve embolized post deployment.  The second delivery system (ds) also had difficulties tracking, causing kinks in the ds with subsequent inflation/deflation issues.  The second valve also embolized.  First ds and 29mm s3:  issues occurred crossing the septum and wire position was lost with the delivery system on the wire. A second wire was advanced, snared and pulled through the mitral valve all the way to the descending aorta. The wire position and the position across the septum was not optimal causing the 29mm s3 not coaxial within the native mitral valve which required several adjustments.  During this time, the patient was unstable due to the wire holding open the native aortic valve leaflets.  Post valve deployment with 5cc¿s extra volume, the valve embolized into the left atrium ¿and was floating.¿  the s3 was still on the wire at this point, and a 35mm z-med balloon was used to push the embolized s3 back into the native mitral annulus. Once the z-med was deflated, the valve embolized back into the atrium. The perceived cause of the embolization was the valve was undersized and poor coaxial angle through the septum for deployment.  Pre-deco observations of the returned devices (first ds and 29mm s3) showed the delivery system was fully inserted through esheath. Circumferential sheath delamination with liner sticking out of hdpe shaft, delamination approximately 3" in length, marker band intact, attached to sheath liner. Kink on sheath ~7" from distal tip, no liner tear. The crimp balloon was torn. The balloon was cut off by engineer to separate devices. Gouges on flex tip was observed. Second ds and 29mm s3:  an impella was then placed and the patient stabilized.  A second commander ds and valve were used and also had tracking difficulties to the native mitral valve.  During advancement of the ds across the septum, the system ¿twisted and curled around in a curly-q.¿  the second valve inflated approx. 85%, at which point the team was unable to inflate any further (5 additional cc¿s in the atrion). The atrion was switched for a 60 cc syringe and an attempted to push additional fluid into the balloon, however the balloon never completely inflated and the valve was not fully expanded.  The 2nd 29mm s3 then embolized into the left atrium.  Difficulties were also encountered deflating the ds once the valve embolized.  There were no visible leaks in the system and the difficulties were considered related to the ¿severely kinked¿ ds.  A second attempt was made to deploy the valve after the delivery system was straightened out to remove any kinks, but the balloon did not inflate any further. The patient began to decompensate and was bleeding ¿somewhere¿ although no bleed was found.  It was suspected that the bleeding was in the ivc due to the delivery system manipulation. Also, the patient¿s septum was severely damaged as well. CPR was initiated several times, however, the patient went into v-fib and expired on the table.  Pre-deco of the returned devices (second ds and 29mm s3) showed a kink on balloon shaft due to packaging, residual fluid in balloon, and kinks on flex shaft: ~4" and ~4.5" from flex tip. The system was able to be fully inflate and deflate with no abnormalities observed.